Manufacturer narrative:
(B)(4). This report regarding air in the patient line after prime draining was not confirmed due to a lack of sample, therefore, the root cause could not be determined. A review of all batch record documents was performed with no issues noted. A labeling review was performed and found that the labeling was adequate for the potential use errors in the complaint.

Event description:
A customer contacted baxter?s technical service center and reported that the patient line was primed all the way except for about a half inch. The prime line drained out and then there was nothing but air in the line. The technical service representative advised the home patient to end therapy and start over with new supplies. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient was just in the clinic today and has not mentioned any issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Should additional information become available a follow up medwatch will be submitted.

Event description:
The customer states that one patient sample generated a reactive result with the prism htlv-1/htlv-2 assay of s/co 1.40. The sample was non-reactive upon confirmatory testing. No suspect results were reported from the lab. No specific information was provided regarding the specimen or patient. There is no impact to patient management reported.